Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using u-500 insulin. Tandem technical support educated the customer on labeled insulin usage. Customer's blood glucose level was 360 mg/dl. Reportedly, the customer went to the hospital. No further information was provided. Multiple attempts were made to follow up with the customer; however, no response was received.